Event description:
Event description guidant received information that during pre-implant testing, the battery voltage for this implantable cardioverter defibrillator (ICD) was below the specified box value.